Event description:
Additional information received indicated the post-op stagnant blood flow was related to the device or procedure, but otherwise embolization was distal and uneventful. The patient is currently in great condition with no vision loss. The onyx remained in patient with the detached tip connected to the onyx cast.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The apollo total length was measured to be ~169.2cm, the usable length was measured to be ~163.3cm which is within specification (sp ecification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~24.6cm which is within specification (specification: 25.0cm +2cm -1cm). Onyx residue was found within the apollo hub. No issues were found with the apollo hub. The catheter body was found to be kinked at ~30.6cm from the hub. The 3.0cm detachable tip was found to be detached from the apollo micro catheter and was not returned. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 3.0cm tip was detached and not returned. No onyx residue was found within the apollo micro catheter distal tip lumen. The entire surface of the apollo micro catheter was examined under magnification, no pinholes or ruptures were found. An in-house 0.010¿ mandrel was inserted into the apollo micro catheter distal tip lumen and became stuck at ~21.5cm from the distal tip. It is likely the proximal section of the apollo is occluded with the remaining onyx. The ldpe coupling tube overlap length was measured to be 1.5mm which is within specification (specification: 1.0mm - 2.5mm). No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s reports of ¿tip non-detach¿ could not be confirmed as the detachable tip was found to be detached. However, the root cause could not be determined. It is possible that the onyx became exposed to water, saline or blood causing the onyx to solidify. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an apollo catheter with difficult tip detachment. The patient was being treated with liquid embolization of a frontal skull floor arteriovenous fistula. Vessel tortuosity was normal. It was reported that the embolization procedure was uneventful. The physician did pause multiple times during the procedure because it was a long procedure. Wait times were 60-120 seconds between injections. There was some reflux but only to 1.5cm. During withdrawal of the apollo catheter, the tip did not detach easily. It took a significant amount of tension to detach though detachment at the detachment zone did occur. The devices were prepared and the catheter flushed per the instructions for use. Post-op imaging revealed slow or stagnant flow in the patient's left ophthalmic artery that had potential to affect other branches. However, this was "well distal to" the embolization site and therefore, not likely related to the devices or procedure. There was no harm or injury to the patient related to the procedure.